Event description:
It was reported the device had an internal leak. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found that the device was received with no air detector installed, did not have a water tank cap with device; device had residue on the inside of the enclosure from a water leak. Residue inside water tank. Heat exchange interlock block assay is loose. Heater number two was torn and leaking. Old style printed circuit board (pcb) had signs of fluid ingression. Leaking from return tube. Residue on pump assy. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. After filling the device with water, it leaked from the bottom of heater 2 where it connects to the pump. The device had worn tubing between the pump and heater. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2013-01 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received which stated that the issue was found during routine preventive maintenance.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found that the device was received with no air detector installed, did not have a water tank cap with device; device had residue on the inside of the enclosure from a water leak. Residue inside water tank. Heat exchange interlock block assay is loose. Heater number two was torn and leaking. Old style printed circuit board (pcb) had signs of fluid ingression. Leaking from return tube. Residue on pump assy. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. After filling the device with water, it leaked from the bottom of heater 2 where it connects to the pump. The device had worn tubing between the pump and heater. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2013-01 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).